Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys estradiol ii assay (e2) on a cobas e 411 immunoassay analyzer (e411). An erroneous result was reported outside of the laboratory. Refer to the attachment for all patient data. The sample was collected on (B)(6) 2017 and tested on the customer's e411 analyzer on (B)(6) 2017. The sample was provided for investigation, where it was tested on another e411 analyzer. The sample was also tested on a centaur analyzer and with an lc-ms/ms method. No adverse events were alleged to have occurred with the patient. The patient is undergoing infertility treatment. On the eleventh day of the patient's menstrual cycle, echogenic testing found the patient to be before ovulation. Estradiol did not rise and progesterone rose. On the basis of the results, transplantation was not performed in the current cycle of the patient. The e411 analyzer used at the customer site was serial number (B)(4). The serial number of the e411 analyzer used for investigation was (B)(4). E2 reagent lot number 252578, with an expiration date of july 2018 was used on this analyzer.

Manufacturer narrative:
Letrozole medication was administered to the patient on days 1 through 3 of the patient's menstrual cycle. No medication was provided to the patient after these 3 days. Medwatch has been updated.

Manufacturer narrative:
The sample was measured at the customer site on (B)(4) 2017, not (B)(4) 2017. (B)(4). The exact third value measured at the customer site was 7.78 pg/ml. Upon review of the quality control data, most of the data was around the lower part of the control range, with two results being outside of range. Calibration recovery on (B)(4) 2017 was within expectations, but is outdated. Noticeable signal differences could be seen between calibration events. The low e2 results experienced by the customer may be related to calibration as lower control recovery was also observed. Quality controls were within range on the date of the event. Upon review of the alarm trace, there were no alarms related to the event. The investigation was unable to find a definitive root cause.